Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.